Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to urethral atrophy under the cuff. This happened as the cuff was under pressure over time. The entire aus system was removed and replaced with a new one. The new aus components were placed in the trans corporal to bulk up the urethra. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.